Event description:
It was reported when using the bd maxzero needleless connector the device was clogged, blocked, or occluded. The following information was provided by the initial reporter and translated to english. The customer stated: "after using the infusion connector during infusion, there was no drip. Removed the joint after the liquid was unobstructed."

Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: a mz1000 china sample was not available for investigation of this feedback; however the customer confirmed that the complaint sample was from lot 20125654. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125654 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: a mz1000 china sample was not available for investigation of this feedback; however the customer confirmed that the complaint sample was from lot 20125654. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125654 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported when using the bd maxzero needleless connector the device was clogged, blocked, or occluded. The following information was provided by the initial reporter and translated to english. The customer stated: "after using the infusion connector during infusion, there was no drip. Removed the joint after the liquid was unobstructed."